Event description:
It was reported that a malfunction alarm occurred. The pump was reset, and the customer continued to use the pump for insulin therapy, and a replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer.